Event description:
It was reported to philips that the system had a geometry movement problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the patient was transferred to another device to complete the procedure. The philips field service engineer (fse) analyzed the system onsite and confirmed that the c-arm failed to move. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the l-arm potentiometer and found it was off. To resolve the issue, fse replaced the potentiometer. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.